Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the display on the insulin pump went blank five times. It was stated that the customer inserted a new battery each time but the issue persisted. The customer used the recommended battery time and cleaned the battery cap contacts but the display would not return. Blood glucose value was 5.9 mmol/l. The insulin pump was replaced and returned for analysis.